Event description:
It was reported that during a device replacement, a small insulation break was seen in the left ventricular lead. The break was repaired with a lead repair kit, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.